Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed persistent alert 41 indicating an insulin motor rewind error upon startup, which suspended insulin delivery and could not be cleared; the user transitioned to multiple daily injections and reported normal blood glucose at the time of contact. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary loss of automatic insulin delivery with user-managed therapy and no medical intervention or hospitalization. Investigation included review of device history, retrieval of device data via mobile synchronization, and request for device return for engineering analysis. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.